Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker was performed. Testing was completed to assess the electrical performance. All measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any characteristics that would have resulted in the reported clinical observations.

Event description:
Boston scientific received information that this pacemaker was explanted due to noise and undersensing of the right atrial (ra) channel. A health care professional (hcp) noticed the patient's ra channel was undersensed despite the sensitivity was programmed to the highest setting. The issue was first attributed to the patient's history of atrial flutter/atrial fibrillation with erratic morphologies and low intrinsic amplitude. However, as the undersensing continued the patient underwent a procedure to replace the lead. During the replacement, the new ra lead exhibited noisy signals. The physician decided to explant the pacemaker after the lead was inspected and no anomalies were found. No additional adverse patient effects were reported.